Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill barrel/flanged was damaged. Verbatim: rn drew and administered fentanyl to a patient, and upon drawing up lt to flush the line rn observed a leak coming from the syringe and found a hole.